Manufacturer narrative:
Results of investigation: the device was returned to the vyaire suboffice for evaluation. Our evaluation verified the reported issue to be a defective inspiration block. The customer has been informed, and we are still waiting for the customer's approval of the outstanding cost estimate to proceed with the repair.

Manufacturer narrative:
File identification: (B)(4). D4: complete UDI# was not provided by end user. G4. PMA/510(k)# - the device is a similar device marketed in foreign countries and is not marketed under the 510k. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the device shows spontaneous breathing of the patient from about 70% oxygen, the breathing rate also increases. No patient harm was reported.